Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse decontaminated the instrument and the substrate. The cse ran adjustments, which failed. During the multiple follow-up visits, the cse performed decontamination with sodium hydroxide and replaced the power supply, valves, pump syringes, water source, and photomultiplier tube. The cse ran water test and quality controls, performed adjustments and checked voltages, which were within specifications. However, the slopes were out of specification each time during several runs. A siemens technical application specialist was dispatched to the customer site. The tas performed adjustments with the new reagent lot 243 obtained by the customer, which passed. The slope and quality controls were also acceptable. The cause of quality controls, adjustments and slopes being out of range is unknown. The instrument is performing within manufacturing specifications. Siemens is investigating the issue.

Event description:
The customer reported that their quality controls, adjustments and slopes were out of range when running turbo intact parathyroid hormone (turbo ipth) assay on an immulite 1000 instrument, while using reagent lot 242 and quality control kit lot 060. The intra operative surgery for one patient was delayed for eight hours as the sample testing could not be performed. There are no known reports of adverse health consequence due to the delay in reporting of patient result.

Manufacturer narrative:
The initial MDR 2432235-2017-00084 was filed on february 23, 2017. Additional information (08/18/2017): customer notifications imc17-22.a.us and imc17-22.a.ous were sent out in august 2017 to all us and ous customers who received the affected in-date lots of immultie intact pth control module lots 059 and 060/060l and are users of the immulite turbo intact pth assay, to notify them of a possible failure to meet the published ranges in the IFU. The customers were informed that the kit can be used if quality control is within published ranges. If quality control is outside of published range the customer may ask for replacement control module kits. Ultimately, based on the investigation results, this issue was determined to be a negligible health risk.